Event description:
It was reported that ongoing intermittent occlusion alarms occurred, resulting in customer¿s blood glucose (bg) level elevating to 536 mg/dl. The customer went to the emergency room on (B)(6) 2025 with elevated bg, diabetic ketoacidosis and ketones that were identified as life threatening. Customer was treated with intravenous fluids of saline, insulin, and zofran. Treatment resolved the issue and there was no permanent damage. The customer was discharged the same day. Reportedly, the customer reverted to an alternate method insulin therapy.